Event description:
According to the customer, "the mist is not coming out. I haven't used it in about 3 weeks."

Manufacturer narrative:
According to the customer, "the mist is not coming out. I haven't used it in about 3 weeks. I do not have anything else to use. I usually use it twice a day. There has been no injury or medical follow up needed". A device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.